Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the grip cable frayed at the distal idler pulley. Frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. No broken cables were found inside the housing. An additional observation not reported were bent bipolar pin. The bottom pin was bent to the left side of the back of the housing. The insert was still attached. Evidence not conclusive the damage was likely due to mishandling / misuse. Scratches on the surface of the distal pulley were also noted. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure the maryland bipolar forceps instrument did not open properly. A broken cable was identified inside but the cable was not hanging out. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.